Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter back-walled the aorta. The hospital stated that "the back-walled aorta was a multi-factorial event and that [the physician] didn't 'feel like it was a device failure'. Three things happened in this situation... [The physician] used the existing hole where the antegrade cardioplegia needle had been inserted during crossclamp to deploy the heartstring. [The physician] had the perfusionist put the flow way down causing the aorta to be soft and pliable and bendable, and the pt's aorta was small." The surgeon had to repair the aorta before the end of the procedure. The pt experienced significant bleeding and also had to return to the operating room due to the bleeding. The hospital was unable to advise how much blood was given to the pt, or how that was related to the incident. The hospital contact reported that the model and lot numbers of the device are unavailable. The product will reportedly not be returning as it was discarded. The physician is very experienced with the heartstring iii device.

Manufacturer narrative:
Based upon the details provided by the hospital, it appears that this event may be attributed to failure to follow the device instructions. The heartstring iii IFU provides a warning and precaution that the aortic cutter is for use on unaltered tissue only and that the mean blood pressure needs to be greater than 55mmhg to reduce the risk of back-walling with the aortic cutter. Additionally, the IFU indicates that the heartstring iii proximal seal system is not to be used on pts with aortas less than 2.5cm in diameter. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The details of the event, including the potential contributory factors, have been reviewed with the physician. A lot history record review could not be performed as the product lot number is unknown. (B)(4).